Event description:
Event desc: blanket leaked water all over the bed and pt. Blanket was changed out and therapy was interrupted. No obvious items noted that would have contributed to the leak. The intended procedure was for hypothermia therapy for 72 hours.

Manufacturer narrative:
A review of the complaint/ufr data indicates that the blanket was leaking. Initial evaluation of the csz 874 maxi-therm lite blanket confirmed a leak of the blanket. Csz is further investigating the blanket leak for the root cause and possible follow up actions. As soon as the investigation is completed, a supplemental MDR will be submitted to the FDA.